Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's age was not provided. Patient's weight was not provided. Event date is unknown. Lot number was not provided device manufacturing date is unknown.

Event description:
It was reported that sometime in 2019, the screw at site #31 loosened.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address the reported loosening event. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The device had been placed on tooth #31 for an unknown period of time. X-ray & picture evaluation: x-ray or picture images of the screw were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section "precautions", it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review could not be performed as the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: a year-long complaint history review by item number (iunihg) was performed for similar events and no complaint related to nonconforming products was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the products were not returned.